Event description:
It has been reported to philips that the system did not start. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. During the investigation it was identified that the system was outside clinical use at the time of the reported event. Log file analysis confirmed that there was a sudden power loss for the system's suite pc. A philips field service engineer (fse) inspected the system on site and identified an issue with the power distribution unit (pdu) fan tray and dc power supply (dcps). The fse replaced the pdu fan tray and dcps. After that, the system was returned in good working condition and was ready for clinical use. The pdu fan tray and dcps were returned for further analysis. Functional testing was performed and confirmed a malfunction of the power supply unit 1 and 2. The codes were updated based on the investigation outcome.